Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the meter read a low blood glucose level of 40 mg/dl that he did not transfer to the insulin pump. His blood glucose later was 58 mg/dl and after treating with juice it went up to 73 mg/dl. Two boluses appeared in the history. The product was not returned for analysis.